Event description:
Synthes aclp device for cervical surgery. I had cervical surgery 2005. A few months after surgery, I felt as though my neck was disjointed and separating when I sneezed, coughed, or certain movements. After a myelogram 2006, they found the screw coming out of the implanted cervical device synthes aclp. I had to undergo emergent surgery to remove the problem screw in 2006. Diagnosis or reason for use: cervical spine surgery.